Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were not able to complete rewind the insulin pump. The customer¿s blood glucose level was unknown. The customer was able to clear the alarm successfully. The device will be returned for analysis.

Manufacturer narrative:
Device passed the rewind, basic occlusion, prime and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify motion sensor test failure due to motor error alarm noted.